Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excruciating pain in right side'), embedded device ('coil was so imbedded and poking out my tube') and menorrhagia ('essure made my periods awful/bleeding 2 weeks on 2 weeks off') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she was not pregnant. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("excruciating pain in right side (goes away when I bleed lightly for 2 hrs)/light periods") and was found to have weight increased ("40 lb weight gain"). The patient was treated with surgery (hysterectomy and ablation on 2009). Essure was removed. At the time of the report, the pelvic pain, embedded device, menorrhagia, weight increased and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, embedded device, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : 2014-033283. Patient had essure inserted in 2007-2008. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2020: social media received: newly added events- embedded device, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excruciating pain in right side') and menorrhagia ('essure made my periods awful/bleeding 2 weeks on 2 weeks off') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she was not pregnant. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("excruciating pain in right side (goes away when I bleed lightly for 2 hrs)/light periods") and was found to have weight increased ("40 lb weight gain"). The patient was treated with surgery (hysterectomy and ablation on 2009). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, weight increased and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Patient had essure inserted in 2007-2008. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal and dysmenorrhea ." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media. Event "dysmenorrhea" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excruciating pain in right side') and menorrhagia ('essure made my periods awful/bleeding 2 weeks on 2 weeks off') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required) and was found to have weight increased ("40 lb weight gain"). The patient was treated with surgery (hysterectomy and ablation on 2009). Essure was removed. At the time of the report, the pelvic pain, menorrhagia and weight increased outcome was unknown. The reporter considered menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Patient had essure inserted in 2007-2008. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: event coding was changed from medical device removal to pelvic pain and adverse event to menorrhagia. Essure insertion date, reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and adverse event ('recently started having problems within the last 2 years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced adverse event (seriousness criterion medically significant) and was found to have weight increased ("40 lb weight gain"). The patient was treated with surgery (surgery done hysterectomy). Essure was removed. At the time of the report, the medical device removal, adverse event and weight increased outcome was unknown. The reporter considered adverse event, medical device removal and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Patient had essure inserted in 2007-2008. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: this case is retention case all the source document and references from the deletion case: (B)(4) have been retained in this case. From social media this case become incident. Reporter information and event: hysterectomy added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.